Manufacturer narrative:
(B)(4). Foreign (B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 06848, 0001822565 - 2017 - 06849, 0001822565 - 2017 - 06850, 0001822565 - 2017 - 06851, 0001822565 - 2017 - 06852, 0001822565 - 2017 - 06853, 0001822565 - 2017 - 06854, 0001822565 - 2017 - 06855, 0001822565 - 2017 - 06856, 0001822565 - 2017 - 06857, 0001822565 - 2017 - 06858, 0001822565 - 2017 - 06859, 0001822565 - 2017 - 06860, 0001822565 - 2017 - 06861, 0001822565 - 2017 - 06862, 0001822565 - 2017 - 06863, 0001822565 - 2017 - 06864, 0001822565 - 2017 - 06865, 0001822565 - 2017 - 06866, 0001822565 - 2017 - 06867, 0001822565-2016-02780.

Event description:
It is reported that when the device was examined it was missing a poly taper plug and the set screw.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: corrected: UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. 20 tibial components were returned and evaluation of the returned parts determined that, the sub components were missing for all 20 parts. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.